Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings: a review of the pump¿s black box data revealed multiple eaw 128-fxxx alarms and one cs 078 motor rewind error. During investigation a cs 078 motor rewind error was received on each rewind attempt. The complaint could not be adequately investigated due to the cs 078 errors. The electrical current draws measured within specifications. Unrelated to the initial complaint, there was moisture observed on the internal components of the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.